Event description:
During a sacroplasty procedure in 2009, while the physician was injecting cement through the needle from the duro-ject, the needle lure-lock broke away from the handle of the needle while still connected to the tubing of the duro-ject. This resulted in the handle of the needle becoming completely detached from the needle itself with no way of holding the needle and removing from the patient. Surgical pliers had to be brought in to hold the needle to remove it from the patient. Within the same procedure, later in the case the physician saw that the tubing on the duro-ject ruptured. The physician had mixed new cement and was using new tubing and was injecting into a third needle that had just been placed. Patient is doing fine.

Manufacturer narrative:
Product was returned in a used and damaged condition. At this time, we do not know the exact cause of separation. However, we have addressed this issue with corrective action and have seen a significant reduction in events. There are instructions for use (IFU) shipped with each device that describes the precautions and methods for proper use. This should yield a high probability of detection. We have also, notified the appropriate individuals and we will continue to monitor for similar events.